Event description:
Reportedly, the patient complained about episodes of very low rate (around 30/min according to his wife), which led to dizziness and syncope. During the follow-up, the physician indicated that there were unexplained episodes (up to 10 s) of vvi mode at 30 min-1 with and without magnet application. The subject device was explanted and replaced.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.